Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer reported not performing the air removal step when filling a new cartridge. Customer was educated on the air removal process when filling a new cartridge. Reportedly, the customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was in 180-200 mg/dl.